Manufacturer narrative:
The device was received fully deployed. Investigation of the cannula assembly did not find the soft cannula kinked, bent, or damaged. Additionally, the inspection of the cannula assembly did not find any damages or abnormalities that could result in leaking during wear. The fluid path was inspected and no signs of leakage were observed along the entire fluid path.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to 20.5 mmol/l (369 mg/dl) while wearing the pod between 4 and 24 hours. The patient removed the pod due to insulin leaking. When removed from the infusion site (arm), the pod's cannula was found bent. As treatment, a new pod was placed.